Event description:
The customer reported when the ventilator oxygen source was switched between oxygen cylinder and wall oxygen supply sources, the ventilator alarmed due to high oxygen supply and oxygen not available occurrences. The customer reported the device was in use on a patient and there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental if this type of event occurs during patient use. The customer contacted manufacturers product support (pse) for assistance who advised the customer relieve oxygen pressure between the ventilator and oxygen transport manifold. An oxygen manifold allows two oxygen cylinders and one wall oxygen supply line to be used as inputs to the ventilator. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. The customer reported he performed the advised step from the pse and the reported problem was resolved.